Event description:
It was reported "the hcp failed to fire the skin stapler during use on patient". The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit of 528135 visistat 35r 6/box for investigation. The returned sample was visually examined with and wi thout magnification. Visual examination of the returned stapler revealed no clear evidence of use in the form of biological material on the device. The staples appeared properly aligned. The trigger was not returned engaged. The stapler was returned with 23 staples left in the cover block, indicating that at least 12 staples were fired by the end user. It was observed that the front of the cover block component was fractured near where the staples are ejected. It could not be determined how or when the cover block was fractured. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon full engagement of the trigger, a fully formed staple and an unformed staple were simultaneously released. To simulate insertion into the skin, the stapler was fired into a simulated skin pad. The first five staples fired into the skin pad were successfully released. On the sixth attempt at firing into the skin pad, an unformed staple and a malformed staple were fired. No further attempts were made at firing the device. It was observed that the front of the cover block component was fractured near where the staples are ejected. It appeared that the fracture in the cover block prevented the staples from consistently firing correctly. The sample was disassembled to inspect th e internal components. Die casting anomalies on the forming tool were discovered. No other defects or anomalies were observed. The IFU for this product was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple closure, the tr igger must be squeezed all the way in." The reported complaint of "misfire/jamming - staples not firing" was confirmed based upon the sample received. The sample was returned with the cover block component fractured near where the staples are ejected. It appeared that the fracture in the cover block prevented the staples from consistently firing correctly. All staplers are 100% inspected at manufacturing for firing at the time of manufacturing assembly. A device history record review was performed with no evidence to suggest a manufacturing related cause. It could not be determined how or when the cover block became fractured. Teleflex will continue to monitor and trend reports of this nature.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported "the hcp failed to fire the skin stapler during use on patient". The patient's current condition is reported as "fine".